Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle detached from the leg assembly, preventing the leg assembly from being placed. It is unknown whether the needle detached inside the patient. The procedure could not be completed with this device and was aborted. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).